Manufacturer narrative:
Other relevant device(s) are: product ID: 9733575, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and a new localizer was ordered along with the cart cable being replaced. The issue was resolved and the system was functioning per normal after replacement. The cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned cable was found to be in good condition with no apparent physical damaged and passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that during the case the system displayed localizer disconnected. The localizer then connected again and disconnected without any input from the site or clinical specialist. Technical services had the clinical specialist check the ndi toolbox and all statuses were "okay" and there were no error is the event log. There was a delay of less than 1 hour. No patient impact was correlated .